Manufacturer narrative:
A field engineering specialist (fes) determined the issue was due to worn tubes on the cell rinse unit. He replaced two worn tubes. The fes verified that the system was working within specifications. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high ise indirect na for gen.2 result for multiple patients tested on a cobas 6000 c (501) module. The customer provided only the data for 1 patient. The initial sodium result was 162 mmol/l with a repeat result of 140 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was not provided.